Event description:
It was reported, the pt presented with significant mitral regurgitation demonstrated on tee, and one leaflet was not coapting properly. The surgeon indicated that upon explant, the other leaflets appeared thin. The pt was reported to be doing okay following the procedure.